Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e1(initial reporter, event site email), g3, g6, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, troubleshooting, power supply fan cleaning, diagnostic and functional tests performed. Repair completed. Function tests performed with positive results.

Event description:
It was reported that the power supply fan of cs300 intra-aortic balloon pump (iabp) made noise. There was no patient involvement.

Event description:
It was reported that the power supply fan of cs300 intra-aortic balloon pump (iabp) made noise. No patient harm reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.